Event description:
It was reported that the vns patient passed away. The patient¿s device was explanted and has been returned to the manufacturer where analysis is currently underway. The cause of death and its relationship to vns are unknown. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep.

Event description:
Analysis of the lead was completed. No anomalies were identified. The condition of the returned lead portion is consistent with typical conditions after an explant procedure, such as cut ends performed for the explant and the remnants of what were once body fluids which leaked into the outer and silicon tubing through the aforementioned cuts. Continuity checks found no discontinuity of the lead in the returned portion. Analysis of the returned generator was completed and it confirmed that the device performed according to specifications. The battery shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.